Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that: our cardiohelp arterial flow/bubble sensor was activated randomly. This alarm caused an audible alarm and flow interruption which ECMO specialist responded. ECMO specialist did not notice any bubbles. Alarm was cleared. Pump flow was reestablished after 60 sec. Patient was awake and responsive. There was no harm to the patient from this event. I was notified and proceeded to change out with the backup flow/bubble sensor. Onetrack complaint ID: (B)(4).

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that unit getting random flow bubble alarms. The failure occurred during treatment. No harm to any person was reported a getinge service technician (fst) was sent for investigation and repair on 2022-08-16. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis an art bubble sensor defective error was logged on (B)(6) 2022. As defined in the cardiohelp risk assessment following probable root causes were determined: - influence due to other ultrasonic devices - bubble sensor not plugged correctly - environmental influences (atmospheric pressure, temperature, humidity, overvoltage) - bubble sensor disturbed according to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming the review of the non-conformities has been performed on (B)(6) 2022-08-23 for the period of (B)(6) 2015. To (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-14. Based on this investigation results the reported failure "random flow bubble alarms" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if new relevant information will become available the complaint will be reopened.